Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). The device was received by baxter for evaluation and the reported condition was confirmed in the event history but not duplicated. This complaint is an ancillary of (B)(4). The device passed testing and no failure could be detected. The cause of the event is unknown, and no repairs were performed to correct the reported condition. If any additional information is received, a follow-up will be sent.

Event description:
During a review of the pump's event history by baxter personnel, a colleague infusion pump was found to have experienced a downstream occlusion set alarm on channel a, which interrupted delivery. This alarm may have been false alarm. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. This involved an unremediated infusion pump with user interface module master software version 5.04.00. No additional information is available.